Event description:
Article alleged: although not directly observed, it was speculated that hemolytic reactions were cause by kinked bloodline when upon completion of 4 hours of dialysis treatment, complaint of abdominal pain, vomiting, gi bleed pancreatitis were expressed by pt. Complaints of this nature were investigated under fir 93015. Product #0392035 under same complaint.